Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is making a noise when programming a bolus. It was stated that it sounds like an old clock and it sounds loud when it rewinds. Customer has experienced high blood glucose up to 444 mg/dl for the past two days. Blood glucose value was 250 mg/dl in the afternoon and the customer had not eaten. Customer contacted the doctor. Unexpected restart alarm fund in the history. Insulin pump passed the selftest. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.